Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 13465796.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded by the medical facility.